Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: please provide a timeline of events when was initial surgery performed and how long after was second procedure? 48 hours later. What was the reason for the second intervention? Anastomosis leakage. Were there any difficulties with the use of device to include staple formation issues? There were no problems in the use of the device. What stapler was used with the reported reload? Echelon flex. Did the patient undergo any preoperative radiation or chemo therapy? No. Were there any patient factors that could have contributed to the event? The patient started an early diet. How was the leak identified? Pain, peritonitis. Was an autopsy performed? If so, can the results be shared? Yes, with the authorization of the service responsible. Did the patient had any comorbidity that could have contributed to his death? According to what the surgeon, the patient should have had a soft diet, and by his own decision he started a solid diet. The patient had gastric cancer.

Manufacturer narrative:
Product complaint (B)(4). Additional information received: the reload used in this case was a blue ecr60b that the surgeon had storage himself (there is not information about the storage conditions). But he used the blue one, that was the one he had.

Manufacturer narrative:
Product complaint (B)(4). Additional information received: the indication for surgery was gastric cancer, and procedure was lap total gastrectomy. They user other brands of devices in the procedure as well as j&j. Patient developed a leak at duodenum level. They reoperated to close the leak. When trying to close the leak, the stapler stuck in middle of firing. They struggle to remove device and forced it off and changed the reload then it worked. But the tissue was damaged and caused another leak, leading to the event. It was confirmed that an ethicon stapler was used in both initial and reoperation. There were no difficulties with esophageal anastomosis. The duodenal stump closure was where the leak appeared. The cartridge used to close stump was ecr60b. The device did not cut or staple when stuck. They think that it possibly was a reload issue since it worked normally after reload changed. The surgeon removed the staples from first firing and second firing was successful. The staples looked good, a leak test was performed and passed. During second procedure, the esophago-jejunal anastomosis looked good. There was a duodenal stump infection and peritonitis. The surgeon was asked if he believed that stapler caused post-operative dehiscence and replied that he thought patient condition, cancer and struggling with device were the main factors that contributed.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide a timeline of events when was initial surgery performed and how long after was second procedure? What was the reason for the second intervention? Were there any difficulties with the use of device to include staple formation issues? What stapler was used with the reported reload? Did the patient undergo any preoperative radiation or chemo therapy? Were there any patient factors that could have contributed to the event? How was the leak identified? Was an autopsy performed? If so, can the results be shared?

Event description:
It was reported that according to the information communicated by the surgeon verbally, the following is indicated: oncological patient with a second intervention, total gastrectomy procedure in which a circular stapler of a competing brand was used, and an ethicon brand stapler (echelon flex) which was used in the anastomosis of the duodenal stump. The doctor indicates that two leaks of the two anastomoses caused by the two staplers were generated and as a result of this the death of the patient occurred 5 days after the surgery.